Manufacturer narrative:
The thermogard console (sn (B)(4)) involved in the reported complaint will not be returned to zoll for evaluation. The hospital's biomed technician was instructed by a zoll service engineer to replace the battery to address the mid:26 (low battery) error message, and service will not be required to be performed by zoll. The thermogard console is a reusable device and was manufactured in june 2015 and is 6 years old. Since preventive maintenance was not performed on this console for almost 5 years, it is likely that the battery was never replaced. The aging and the lack of maintenance of this console may have contributed to the low voltage battery. After the repair, the console is working as intended for use and was placed back into service. All service records will be retained by the customer. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system sn (B)(4).

Event description:
It was reported that the thermogard console (sn (B)(4)) displayed a mid:26 (low battery) error message. The battery needs replacement. Patient use information was requested but no additional information was provided, therefore patient use is unknown.